Manufacturer narrative:
Device evaluation: one extension set was received for investigation along with four photos. No obstructions, damaged, broken, or other defects were detected in none of the joints of the product during the visual inspection. During the functional test, leak is present in the filter air vent, complaint is confirmed. As per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
.It was reported the disposable leaked by the filter. No patient injury.